Manufacturer narrative:
Examination was not possible, as no product was returned. The investigation could not verify or identify any evidence of product contribution to the reported event. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. The need for corrective action was not indicated.

Event description:
The pt was revised because of malalignment.